Manufacturer narrative:
Complaint no: (B)(4). Since the lot number is unknown, a batch review will not be performed. A sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional relevant information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer from (B)(6) of fatal peritonitis, fatal heart failure, and fatal respiratory failure in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(6) customer services, the following was reported by the patient's daughter. On an unreported date, the patient experienced peritonitis, heart failure, and respiratory failure. Treatment was not reported. On (B)(6) 2013, the patient died due to peritonitis, heart failure and respiratory failure. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. The reporter stated the events were not related to pd therapy, pd solutions or device. The daughter provided consent to contact the health care provider, but the hospital account pd unit has been identified by (B)(6) pv as having concerns with patient privacy and will not provide information. Pv will therefore make no attempt to follow-up with the health care professional at the pd unit.

Manufacturer narrative:
(B)(4). The reported problems were not confirmed and the cause was undetermined because a sample was not returned baxter, the lot number was unknown and reporter did not describe any types of use errors or other device malfunctions that might have caused the reported issue.